Event description:
Customer reportedly noted patient showed redness at one of the ECG electrode locations. Nurse subsequently changed the electrode position. The following day, the redness reportedly became a blister (second degree burn). Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Patient information is considered confidential and will not be released by the hospital.